Manufacturer narrative:
The suspect product has been discarded by the customer.

Event description:
The customer indicated that he did not receive a code key with his test strips and thinks he tested on his meter with the incorrect code key. The customer believes he reported an erroneous result to his physician. The initial result at 2:25 p.m. On the coaguchek xs meter with serial number (B)(4) was 1.0 inr. The customer thought this result was incorrect and too low. He reported it to his physician. The customer tested again on (B)(6) 2016 with the same incorrect code key in the meter and obtained a result of 2.3 inr which he thought was correct. This result was also reported to his physician. The customer's therapeutic range is 2.0 - 3.0 inr. The customer was not on heparin or any direct thrombin inhibitors. He does not have any antiphospholipid antibodies. No adverse event occurred. The customer no longer has the container of strips; he used all the test strips and discarded the container. The customer indicates the box of strips was sealed when he received them. The customer does not remember what code key was in the meter or which code number was on the vial of strips. The product was requested for return, however, the customer no longer has the strips or strip vial to return as they have been used up and discarded.